Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed. The unit passed the initial power connect test, and the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit and temperature probe are connected to the unit. The unit failed at this test point with a red wrench display. The red wrench failure indicates an irreversible failure. After further investigation and testing it was determined that the 11805 temperature harness was defective. The temperature micro switch failed. The switch failed in an open circuit status which caused the red wrench warning. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed a defective electronic component. The root cause for the failure is unknown. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The event is reported as: the unit's red wrench is alarming continuously. No harm or injury to patient reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on (B)(6) 2011. A document assessment (B)(4) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit's red wrench is alarming continuously. No harm or injury to patient reported.